Manufacturer narrative:
(B)(4).

Event description:
The patient reported they were having pain around the incision area of the implant since (B)(6) 2015 but was still getting relief from therapy. The patient had sciatic nerve pain since 2012 so she did not realize she was having pain around the incision area until recently. There were no trauma/falls reported that could be related to this issue. This was considered a gradual change in therapy/symptoms. Indications for use included fecal incontinence and gastrointestinal/pelvic floor. Additional information received from the consumer reported the health care provider (hcp) turned the device off for a week and the pain decreased as well as the burning around the battery. It was decided to have the device removed and placed on the right side. The patient reportedly still had pain but it was "not as bad with it off."